Event description:
On (B)(6) 2022, patient relays she recently returned home after 5 days in the ICU due to severe swelling and suspected allergic reaction to bellafill dermal filler. Per the bellafill injector, the patient was injected in both nasolabial folds and also indicates patient has nodules in the nasolabial folds and marked edema on the left side.

Manufacturer narrative:
On (B)(6) 2022, patient relays she recently returned home after 5 days in the ICU due to severe swelling and suspected allergic reaction to bellafill dermal filler. Per the bellafill injector, the patient was injected in both nasolabial folds and also indicates patient has nodules in the nasolabial folds and marked edema on the left side. Date of event: (B)(6) 2022 is the approximate date of hospitalization noted as about " a week or so ago" per patient statement dated (B)(6) 2022. Biopsy indicated inflammation consistent with a dermal filler; however no pmma microspheres were noted in the tissue. Pmma is a non-resorbable ingredient in the bellafill dermal filler. The initial reporter was the patient, initials (B)(6). Additional info: patient's bellafill dermal filler injector: (B)(6). Patient's current swelling is on one side of the face (left side), while she was injected in both nasolabial folds. No issues were noted with review of manufacturing records for the lot used in the patient's procedure. The lot has since expired therefore retained samples were not available for review. A skin test is required 4 weeks prior to bellafill dermal filler treatment to determine patient's suitability for bellafill treatment. It has not been confirmed whether a skin test was done prior to treatment. In addition, lidocaine and collagen are both resorbed by the body not long after injection. Llidocaine soon after injection and collagen is resorbed in about a few months. The patient was injected about 2 years ago on (B)(6) 2020. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Nodules and swelling are anticipated patient events that are documented in the bellafill IFU. Clinical studies support that these issues may resolve over time with or without treatment. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."